Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and will reach out to their hcp to obtain a backup method of insulin therapy if needed.